Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation the customer allegation error code e248 was caused by the control board. The most probable cause of the complaint was likely linked to the device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device encountered an error e248. The issue occurred during set up/inspection for use. There were no reports of patient harm.